Event description:
It was reported that a dexcom g7 sensor paired to the ilet experienced intermittent communication, resulting in signal loss to the ilet, and the user was advised that this appeared temporary and to keep the sensor in place, wait or attempt a repair; while the agent was on the call, glucose readings resumed on the system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with the involved component associated with electrical and magnetic functions and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.